Event description:
It was reported that the patient experienced low glucose alerts while using the ilet system, with fingerstick values of 80, 77, and 67 mg/dl, and the patient had changed supplies earlier the same day. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate treatment and continued monitoring, with no hospitalization reported. Investigation included troubleshooting and education with the user regarding low glucose alerts and appropriate treatment. Investigation of this case revealed no device malfunction reported and an unclear cause of hypoglycemia, with alerts functioning and the user receiving guidance to treat lows. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.